Event description:
It was reported that upon delivering the first ff360 into the patient, the anchor dislodged from the needle shaft. No patient injury was reported.

Manufacturer narrative:
A(B)(4) fast-fix 360 curved needle delivery system device was reported on. The product was not returned for evaluation. Based upon the information provided, the failure was anchor premature detachment. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) disruption of sutures or anchor during removal of device from packaging. 4) disruption of sutures or anchor during depth limiter advancement or removal. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Final product met predetermined specifications upon release to distribution.